Manufacturer narrative:
Image review: deformation is evident to the stent. Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 8th and 9th distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use one endeavour resoulte rx coronary drug eluting stent to treat a diffused lesion in the proximal right coronary artery exhibiting 90% stenosis. A medtronic balloon was repeatedly used to pre-dilate the lesion. It was reported that the stent failed to cross the lesion. The lesion was pre-dilated again. A second attempt was made to place the stent. It was reported that the angiography showed a dissection in the right coronary artery near the lesion and the procedure was terminated. The dissection was not caused by the medtronic pre-dilation balloon. It is indicated that it is unknown whether the dissection was caused by the medtronic stent. The patient was reported to be safe. A photo received indicates that the stent is deformed.